Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user had been ongoing, intermittent, fluctuating blood glucose (bg) levels ranging from 50-70 mg/dl to 300 mg/dl at the highest. Reportedly, when the user was low, the user's family would wake the user up to give glucose. The user had been working with their healthcare provider (hcp); however, the hcp had not been able to find a pattern with the fluctuating bg levels. The contact stated that for the elevated bg levels, pizza sometimes contributed to the bg level, other times were unknown what contributed to the bg level. The elevated bg level was addressed with a bolus via the pump. Reportedly, the family woke the user up to enter the bg level into the pump for the correction bolus.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the earliest pump logs available are from (B)(6) 2016. Low blood glucose (bg) levels were recorded at least once a month from (B)(6) 2016 through (B)(6) 2016. Basal rate settings were adjusted slightly higher between (B)(6) 2016 and (B)(6) 2016. User requested bolus without entering current bg level and still having insulin on board (iob). Making bolus requests without entering current bg levels could lead to a low bg event. There is no indication that the insulin pump caused low bg levels. There is no evidence that the insulin pump experienced a malfunction or failure.